Event description:
Family member reported that patient was hospitalized for low blood glucose reading. Patient had a high blood glucose reading and family member gave several boluses over three hour period. Patient then had a low blood glucose that required medical treatment.